Manufacturer narrative:
Physio-control provided the customer, a biomedical engineer, with technical assistance. It was later confirmed by the biomedical engineer that he replaced the device's therapy connector assembly to resolve the reported issue. After observing proper device operation through functional and performance testing, the unit was placed back into service for use. The device has not been returned to physio-control for evaluation.

Event description:
The customer contacted physio-control to report that their device would intermittently not detect that a therapy cable assembly was connected. As a result, a patient load may not be detected and defibrillation therapy may not be able to be delivered, if it were necessary. This occurred during a routine device evaluation and there was no patient use associated with the reported event.